Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is between (B)(6) 2019. (B)(4). Device evaluation: the complaint unit was received in a plastic bag with the wheel case insert. Visual inspection at microscope magnification was performed. Only a half of lens was received. Lubricants material residues and loose particles can be observed on the lens surface. Due to the conditions in which the sample was returned the reported issues could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional complaint was received from this production order for the same issue and serial number, however it was cancelled as it was duplicate. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts were made to contact the customer account requesting additional information however, to date no response has been received all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a model zlb00 19.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2019. Iol was explanted on (B)(6) 2019 due to complaints of unable to tolerate poor intermediate vision. Zlb00 lens was replaced with zkb00 lens. No additional information was provided to johnson & johnson surgical vision.